Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG and blood pressure leads malfunction. ICU rn called to report that they had just received a patient in transport, but no ECG appears on the cardiosave. ¿lead fault¿ appears as the message. The ECG shows up on the transport pump using the same patches. Prior to calling, they had changed patches, applied conductive gel, changed the trunk cable and leads. None of that changed the situation. She supplied the information to submit the complaint. They left the patient on the pump (cardiosave) used for transport until after the therapy was discontinued. There was no adverse event reported. It is unknown if the unit was serviced for the reported issue. It is reported that the unit is working ok since last preventative maintenance. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. No repair service information available.

Event description:
It was reported by the end user that they had just received a patient in transport, but no ECG appeared on the cardiosave intra-aortic balloon pump (iabp) unit. The ECG showed up on the transport pump using the same patches. They changed the patches, applied conductive gel, changed the trunk cable and leads, but none of that changed the situation. The end user obtained a new pump, but the patient was unstable so they left the patient on the pump (cardiosave) used for transport until after the therapy was discontinued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).